Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer was on the beach. The pump triggered e8 and it was not possible to use the button to confirm the e8. It is possible that sand is in the pump. No adverse event alleged. A request was made for the return of the device.